Manufacturer narrative:
This event originally reported under related manufacturer report numbers 2916596-2021-03691 and 2916596-2021-03819. Manufacturer's investigation conclusion: the reported event of an improper connection between the modular cable and the system controller could not be confirmed through the evaluation of the returned modular cable; however, analysis of the retrieved log files from the returned system controller (serial number (B)(4) ), confirmed events consistent with the driveline being incorrectly inserted into the controller by 180 degrees. The account reported that the patient had expired at his home and was found by the nurse on (B)(6) 2021. The system controller had active driveline disconnected alarms and upon further observation of the driveline and controller, it was confirmed that the driveline was wrongly inserted into the controller, as the arrows were not aligned. The controller event log file contained relevant data from 20:15:11 on (B)(6) 2021 through 19:53:38 on (B)(6) 2021, per the timestamps. At 11:35:03 on (B)(6) 2021, the driveline appeared to be disconnected, causing the pump to stop. At 10:31:39 on (B)(6) 2021, a controller internal fault alarm was captured, associated with fuse b being open. The driveline was correctly reconnected to the controller at 10:33:10 on (B)(6) 2021 and a driveline power fault alarm was activated shortly after at 10:33:12 due to the open fuse b. At 10:33:26 on (B)(6) 2021, the driveline was disconnected again, and remained disconnected for the remainder of the file. Following the disconnection of the driveline, the controller fault alarm reactivated and remained active until a shutdown sequence was started and the controller was put into sleep mode at 11:55:22 on (B)(6) 2021. The controller was briefly powered on and reset at 19:53:14 on 05jul2021, and the controller fault alarm activated again due to fuse b being open. The driveline power fault and controller fault alarms are consistent with the driveline being incorrectly inserted into the controller. No other notable alarms were observed in the log file. The pump appeared to function as intended at the set speed without issue while the driveline was connected. The heartmate 3 modular cable was returned in used condition with mlp-002704, properly attached to the pump cable inline connector. Upon examination of the returned modular cable, a light tan discoloration was observed in the polyurethane outer jacket along the length of the cable. The inline connector bend relief showed a dark yellow/brown discoloration while the controller connector bend relief showed a light-yellow/gray discoloration. Additionally, slight damage was observed to the terminus of the inline connector bend relief. No signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket. The armor layer showed no signs of damage. The controller and inline connector pins appeared unremarkable and showed no signs of damage such as scorch marks or bent pins. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The modular cable passed manufacturing test procedure and was determined to function as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "connecting the driveline to the system controller"), provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-03691 and 2916596-2021-03819. It was reported that a nurse found the patient expired in their residence. The system controller had driveline disconnect alarms. After observing the driveline and controller, it was confirmed that the driveline was wrongly inserted in the controller (the arrows did not align). It was unclear if it was the patient or the paramedics who found him that had attempted to reconnect the driveline.